Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher was missing the screw holding parts together within the handle and the ratchet was unable to perform the up and down motion. There was no harm or delay reported. Diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that only the handle was returned for evaluation and repair. The technician verified that the handle was missing a screw and the screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.